Event description:
The customer reported, the system's vertical lift was inoperable. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The vertical lift mechanism and c-arm brake were adjusted. The system was then found to be operating as intended.